Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample in question was not available for further testing. Based on the provided calibration and qc information, any issue with the system or the reagents was unlikely.

Event description:
The customer received a questionable free psa result for one patient sample on the cobas e601 analyzer compared to the result for total psa total (free + complexed) psa - prostate-specific antigen (total psa). The initial total psa result was 0.18 ng/ml and the free psa result was 0.50 ng/ml. The sample was sent to another laboratory and tested on a modular e170 analyzer the results showed the free psa result greater than the total psa result. No specific data was provided. The initial results were reported outside the laboratory with a note "free psa> total psa. The sample contains any interference and could be measured with an alternative method." The patient was not adversely affected. (B)(6).